Manufacturer narrative:
Investigation: lot number, manufacture and expiry date are not available at this time. A used rika was returned to help aid the investigation. There was confirmed evidence of air bubbles in the tubing line and in the soft cassette. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. The donor, ac, saline, and collect lines have been heat sealed. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a donation on a rika device, blood was going into the plasma bottle. The operator verified that the setup was done correctly and stated that the issue was with the separation set. Per the customer, the separation set was filled with air bubbles and alleged that this caused blood to go into the plasma bottle. Donor information and outcome are unknown at this time.

Manufacturer narrative:
Investigation: lot number, manufacture and expiry date are not available at this time. A used rika was returned to help aid the investigation. There was confirmed evidence of air bubbles in the tubing line and in the soft cassette. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. The donor, ac, saline, and collect lines have been heat sealed. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the air depicted in these images appears to be a normal amount that may disperse through the set at the end of a procedure during unloading. This is due to the saline bag being emptied as well as the fluid degassing after being under pressure during channel evacuation. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that during a donation on a rika device, blood was going into the plasma bottle. The operator verified that the setup was done correctly and stated that the issue was with the separation set. Per the customer, the separation set was filled with air bubbles and alleged that this caused blood to go into the plasma bottle. Donor information and outcome are unknown at this time.